Event description:
Account reports pt rec'd overinfusion of drug and "almost died." Per initial reporter, pump was programmed with a concentration of 1mg/1ml. 2mg/hr. Basal rate, and 2mg/10 min. Pca rate with a maximum hourly rate of 14mg. F/u with hcp revealed the pt had been receiving an infusion of morphine via pca for approximately 29 hours when "stats started dropping. The pt was administered oxygen. It was not necessary to administer narcan."